Event description:
Pt was revised to address pain attributed to an unresurfaced patella. Upon exposure poly wear of the insert was discovered.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The initial reporting stated the pt's unsurfaced natural patella was a contributing factor to the reported pain. No conclusions could be drawn about the reported polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.